Event description:
It was reported that during a full supply change on an ilet using teflon infusion sets, the user encountered an ¿unable to proceed¿ alert during rewind linked to an insulin set expired message, then proceeded to fill tubing, had difficulty confirming drops, and later resumed insulin delivery; blood glucose values increased from 260 to 305 to 388 after eating, and the user remained hyperglycemic. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified, consistent with a device mechanical issue during the fill tubing process. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.